Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the ipg was eroding through the skin and pocket was infected. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The physician believed that the infection was procedure related.

Manufacturer narrative:
Additional information was received that the symptom of the infection was drainage.

Event description:
A report was received that the ipg was eroding through the skin and pocket was infected. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The physician believed that the infection was procedure related.